Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found to have a battery status of end of life (eol) while still in the box.